Event description:
It was reported that the patient's right ventricular (RV) lead exhibited noise. No intervention was reported and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.